Manufacturer narrative:
Additional information added to section b5. Additional codes added to section h6 evaluation code result. Device evaluation summary: one of direct current (dc) - dc controller printed circuit board (pcb) was returned to medtronic for further analysis. No physical anomalies were observed on the returned board. The reported event that a ventilator generated constant alarms was duplicated. The codes generated are consistent with previous instances of voltage drops associated with faulty c83 capacitors. The cause of the observed condition was determined to be faulty c83 capacitor on dc-dc board. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that, while in use on a patient, a 980 ventilator generated constant alarms and "went down". The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator without harm.

Manufacturer narrative:
The service engineer (se) evaluated the device and replaced the direct current (dc) to dc controller printed circuit board assembly (pcba) based on error codes in the ventilator¿s memory logs related to the (dc) to dc controller pcba failure. The ventilator passed all testing and was returned to the customer. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated constant alarms. The patient was removed from the ventilator and manually ventilated via an ambu bag before being placed on an alternate ventilator without harm.